Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A review of the device history records was completed: teleflex medical (presently tecomet ¿ kenosha) manufactured the torque limiting handle. The certificate of compliance indicated the parts conformed to specifications. The lot was inspected to the synthes incoming / final inspection. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A manufacturing investigation was conducted. The report indicates that the torque limiter was produced in 2008 and meets specifications. Furthermore these instruments undergo final inspection before leaving the plant. Referring to the long-time use we can only that regular wearing caused this issue.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in germany as follows: it was reported that the torque limiter was out of specification. This is report 1 of 1 for (B)(4).